Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation it was found that there was a hole in the camera cable, flooding in the main unit, corrosion on the video connector and electrical contacts, and pixel defects (white scratches). According to the investigation, it is likely that the airtightness of the product cannot be maintained and air leaks are generated from the camera cable and the main unit due to hole in the cable. Its unknown what caused the cable to fail. It is unknown what caused the pixel defects. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an air leak. There were no reports of patient harm.